Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft was implanted for the treatment of a proximal type I endoleak of a bifurcated endurant stent graft. It was reported that during a routine follow up appointment the physician stated that the type ia endoleak which may have occurred post index procedure and the renal failure was most likely caused by contrast. At the index procedure the aortic neck was short, diseased and had a reverse funnel. Currently the aortic neck is at renal artery is 36 mm in diameter, the aortic neck length is 10 mm, angulation 10 degree, mild calcification and tortuosity, and the abdominal aortic aneurysm is 6 cm in diameter. There is disease progression as the original aortic neck was large in diameter, diseased and short in length. The CT during routine follow up and ultrasound revealed that there was a proximal type I endoleak. There is no migration noted. The patient was already on dialysis. An endurant 36x36x49 and valiant 32x32x100 were implanted and the proximal type I endoleak was resolved. No clinical sequelae were reported and the patient is fine.